Event description:
It was reported prior to starting a da vinci s surgical procedure that the cadiere forceps instrument tip did not work. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the nonconformance was a broken grip cable. The intuitive motion was not being experienced because the grip cable was broken at the distal idlers. The idler pulley spun freely and exhibited rim pulley damage. The cable segment stuck out at the wrist. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.